Manufacturer narrative:
Outcomes to adverse event, type of reportable event: a risk to the patient's health could not be excluded for these specific circumstances, since biopsies were applied in a different location in the brain than anticipated with the brainlab device involved, the desired diagnostic specimen was not retrieved, and the abscess was not drained, despite according to the surgeon: there was no (direct or increased) risk to harm a critical structure (e.g. Blood vessels or important brain tissue) due to the craniotomy, biopsy resection or paths actually applied. No critical structures were reached in either surgery. There was no harm or negative effect to the patient due to the biopsy surgeries, neither due to the prolong of surgery/anesthesia at the initial surgery (of ca. 30min) nor due to repeat of surgery/anesthesia (of ca. 3h) for the revision surgery. There are currently no further remedial actions necessary, done or planned for this patient. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause for the deviation of the actual trajectory applied, compared to the planned trajectory displayed by the navigation, by approximately about 10 mm for both biopsy surgeries performed can be attributed to the following factors: a less than ideal point acquisition by the user during patient registration (e.g. Minimal registration points in the region of interest), which may have caused the brainlab cranial navigation software to not find an as accurate match as desired in the region of interest for this specific biopsy procedure, between the preoperative image dataset and the actual patient anatomy. Apparently the resulting deviation of the navigation display was not detected by the user before the craniotomy and applying the biopsy, with the necessary continued user verification of accuracy after draping and throughout the surgery. A shift of the patient's brain may have occurred in between the preoperative image data used with navigation and the changed anatomical situation during the surgery, e.g. Due to the burr hole and/ or loss of cerebrospinal fluid (also the patient had an abscess in the brain, that might further contribute to this effect). This shift of the patient's brain cannot be recognized or compensated by the navigation, which uses the preoperative image data for display of instrument positions relative to the patient's anatomy. Additional factor at the original surgery: the pre-surgery MRI scan used for patient registration with surface matching to navigation at the original surgery was not performed according to the brainlab scan protocol, i.e. The scan did not have distortion correction enabled as required. This can lead to a deviation between the actual patient anatomy and the scan used and displayed by the navigation. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Remedial action initiated: brainlab intends to reiterate the relevant topics regarding the use of the device to this customer.

Event description:
A cranial surgery for a biopsy for drainage and specimen acquisition of an abscess in the brain, located ca. 25mm deep from the skin surface, lateral left above ear, with a size of ca. 15x10mm (ca. 0.5cc volume), has been performed with the aid of the brainlab navigation version 3.1. A pre-surgery MRI scan was acquired on the day of the surgery, to use with navigation. A trajectory was planned. During the procedure the surgeon: positioned the patient in a supine orientation in a non-brainlab head holder, and attached the unsterile navigation reference array to the head holder. Performed the image registration with surface matching with acquiring registration points on the patient's skin surface to match the display of the navigation to the current patient anatomy. Verified the accuracy of the patient registration to navigation, determined the result as very good, and accepted the registration to proceed. Removed the unsterile navigation reference array and draped the patient. Attached a sterile reference array, determined location of the burr hole for the desired approach with navigation, aligned the varioguide to the planned trajectory and created a burr hole (craniotomy) by drilling through the varioguide. Performed the biopsy with a navigated biopsy needle through the navigated varioguide. One pass was intended for the biopsy and the drainage. Since the retrieved samples appeared to be healthy brain tissue - no pathology analysis was performed- ca. 3-4 passes were done. Completed the surgery and closed the patient. A post-op MRI scan was performed, it was determined that the actual location of the biopsies taken deviated by ca. 1cm from the planned, intended trajectory target point. The desired diagnostic specimen was not retrieved at this surgery, and the abscess was not drained. A revision biopsy surgery was planned for this patient and took place on (B)(6) 2019 using the same navigation equipment, with a new pre-surgery MRI scan acquired on the day of the revision surgery to use with navigation, with a new trajectory planned. A new burr hole was created at the revision surgery, else the same navigation procedure as at the original surgery as above was performed. Also at the revision surgery, one pass was intended for the biopsy and the drainage. Since pathology determined abnormal tissue for the samples retrieved at the revision surgery, further samples were asked for. Ca. 8 passes were done at the revision surgery. The desired diagnostic specimen was not retrieved at this revision surgery, and the abscess was not drained, the patient was closed. Another post-op MRI scan was performed, it was determined that also at the revision surgery the actual location of the biopsies taken deviated by ca. 1cm from the planned, intended trajectory target point. Hospitalization was prolonged for this patient by the time between original and revision surgery, it is currently undetermined if a further revision surgery is needed for this patient. According to the surgeon: there was no (direct or increased) risk to harm a critical structure (e.g. Blood vessels or important brain tissue) due to the craniotomy, biopsy resection or paths actually applied. No critical structures were reached in either surgery. There was no harm or negative effect to the patient due to the biopsy surgeries, neither due to the prolong of surgery/anesthesia at the initial surgery (of ca. 30min) nor due to repeat of surgery/anesthesia (of ca. 3h) for the revision surgery. There are currently no further remedial actions necessary, done or planned for this patient.